Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked. It was reported that the reservoir tube lip was broken and would not hold the reservoir in place. The customer's blood glucose level was reported to be 187.2mg/dl. It was reported that the device would be replaced.